Manufacturer narrative:
The complaint cannot be confirmed since there were no performance issues with the system. The system was operating within the established performance limits and the user is no longer experiencing sensor issues since the time of this event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the eversense cgm system did not alert the user.